Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc, display adaptor and image processor pcbs were evaluated and reseated. The ssd drive was reformatted and the software was reloaded. The system was tested and found to be working as intended and returned to service.